Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the insertable cardiac monitor (icm) exhibited under-sensing of r waves. No intervention was performed, the physician elected to continue monitoring the patient. The patient was in stable condition.